Event description:
The customer reported that the system was intermittently loosing power (shutting down). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and repaired the power cord connections. The system operates as intended.